Event description:
The site reported that during a routine appointment it was observed that the alarm volume on both of the patient's primary and backup controllers was "extremely low". A new primary and backup controller were given to the patient and the event was resolved without patient injury.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2013-00068 and 3007042319-2013-00069) submitted for devices related to the same event.

Manufacturer narrative:
The products were returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad® controller (B)(4) in relation to the reported event. This included visual and functional examination of the controllers. The reported event of low sound could not be confirmed. Both controllers functioned routinely during testing with no faults or errors. Normal alarm sounds were noted on both controllers at every alarm level. There is no evidence to suggest that the reported event relates to a device defect. This is one of two reports (3007042319-2013-00068 and 3007042319-2013-00069) submitted for devices related to the same event.